Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 28 was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 20.2cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The patient presented with coronary blockage. The 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified in the middle left anterior descending artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the hypotube broke while trying to cross the lesion. The device was pulled out intact and the procedure was completed with a 3x22mm non-boston scientific coronary stent. There were no patient complications reported.